Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that customer experienced high blood glucose. Blood glucose reading went up to 405 mg/dl and customer¿s blood glucose at time of call was 300 mg/dl. Customer had symptoms as vomiting and sick. Customer reported that loss of communication between pump and transmitter. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.